Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem was verified. Found defective downstream occlusion sensor cause the issue. Replaced downstream occlusion sensor to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a failed pressure test. There was no patient involved, and no patient harm/adverse event reported.